Event description:
Patient reported "pain". Later healthcare professional reported "deformation (capsular fibrosis)". This record is for right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later healthcare professional reported "the patient in question had no contracture. The repeat surgery was performed due to this rotation". Un-reporting capsular contracture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, h6. Reason for reoperation: malposition.